Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath serial# unknown product type catheter analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jul-13. The rep stated that the pump was shipped back to the manufacturer. The pump and catheter were received for analysis. The pump logs were also received, which confirmed that the motor stall occurred at 23:11 on (B)(6)2017 with a tube set message at 23:11 on (B)(6)2017 and that 12,000 mcg/ml fentanyl at 75 mcg/day was being delivered. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a motor stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had experienced a pump fail and the motor seized up on her with going through withdrawal.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 12000 mcg/ml fentanyl at 2997 mcg/day via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported that a motor stall was seen. The patient had not recently had an MRI and it was confirmed there were no emi/magnetic sources present. It was stated that the patient woke up with a major difference in their therapeutic effect and the pump was alarming once every 15 minutes. It was noted the motor stall occurred on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump replacement was scheduled for (B)(6)2017. It was discussed that a contributing factor of the motor stall may have been due to the off label drug and per the company representative the physician agreed for this patient that could be true. No further patient complications were reported.